Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb black inflation valve popped out. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)